Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the fio2 sensor.

Event description:
It was reported that during maintenance of the ht70 ventilator the fio2 sensor failed. There was no patient involvement at the time of the event.